Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the xenon lightsource was returned in used condition. The depot technician was able to duplicate the reported problem. During the evaluation of the unit, the mirror was found to have popped out and was cracked, and the power supply unit (psu) needed the psu upgrade. The mirror was replaced and the psu was upgraded. Evaluation and function tests were performed and the mlx passed all tests. Root cause analysis: the reported complaint was confirmed. The issue of this 00mlx unit producing a burning smell was most likely due to overheating caused by damage to the mirror. This damage is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that after running the mlx 300w xenon lightsource (00mlx) for one hour, there was a strong burning smell as if something was burning inside. No patient injury, death or surgical delay was reported.